Manufacturer narrative:
G2 has been corrected.

Event description:
It was reported that, the renasys touch non connect 4th ed device caused a short cable fire during testing. The cable is defective and cannot longer be switched on. As this happened in a non-surgical environment, there was no patient involvement.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; however, the provided images were reviewed and showed the pump identifiers, along with damage to the cable and the pump case, which exhibited signs of burning after the cable caught fire. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. Although a similar event was found in the complaint history, no commonalities that would suggest a device deficiency were found. Additionally, there have been no prior escalated actions related to this part number and failure mode reported. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. A potential factor that could contribute to the reported event include that the device was exposed to a heat source or misuse of the device. The IFU provides safe use, handling and storage. Keep the device away from direct heat sources during charging. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.